Event description:
New information indicated the lead continued to exhibit noise. No intervention was reported and the patient would be monitored.

Event description:
It was reported that an asymptomatic patient presented in clinic; upon interrogation, the ventricular lead exhibited noise. No intervention took place and the patient condition was fine. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.